Event description:
I think you did a good job explaining the process. I'm not sure what happened to mine, the soft part separated from the hard part on one side, and it pinches my tongue at night/(B)(4) lot: 046863, I hope you can excuse the condition of my receipt. My (B)(6) ripped it, so I taped it back together and it made some of the receipt fade. (I purchased it right after I left my dentist appt on (B)(6) 2013. You can still see the (B)(6) and I drew an arrow to where the date is/was.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.